Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system. After confirming that the seal is properly installed in the tube at the sealing device in the seal loader window, the seal is caught in the middle of the delivery device in the process of separation. Surgery is said to have been well done after opening another new product. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Photographs were provided by the account. An investigation was conducted on 09/30/2019. A photographic inspection was conducted. The seal and tension spring assembly was observed to be just below the loading device window. A visual inspection was conducted. The delivery device was returned outside the loading device. The white plunger was not depressed and the blue slide lock was not engaged. The seal and tension spring assembly was observed to be just below the loading device window. The seal and tension spring assembly was removed from the loading device. A crack was observed on the outermost coil of the seal. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.217 inches. The length of the delivery tube was measured at 2.490 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" and the analyzed failure ¿crack¿ were confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system. After confirming that the seal is properly installed in the tube at the sealing device in the seal loader window, the seal is caught in the middle of the delivery device in the process of separation. Surgery is said to have been well done after opening another new product. The hospital did not report any patient effects.